Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that he has experienced unexplained low blood glucose. Customer stated he is counting the carbohydrates based on the nutrition data charts. Customer stated he works 2 different jobs; one is every 3 weeks sitting down and the other is running machines and being active. Customer stated he believes he needs to adjust his basal rates and would be discussing it with his doctor. Customer had an event where he had low blood glucose and waited 20 minutes before getting glucose tabs and his blood glucose was reading 62 mg/dl. Customer stated the reason for that was because he has been active at work and had a higher basal pattern. Nothing further reported.